Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. Explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported premature battery depletion was not confirmed. As received, the device had reached its elective replacement indicator (eri). A longevity calculation was performed and the pacemaker met its expected longevity requirements with normal battery depletion. Electrical and mechanical testing in the laboratory indicated normal functionality for a pacemaker at eri.

Event description:
It was reported that the device was explanted. The patient was stable and there were no adverse consequences.